Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and no unexpected replace battery now alarms were noted. The power loss, low battery and error alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump persisted to alarm a battery change. The customer stated they have rested in the insulin pump, but the issue remained. The customer's blood glucose was 7.4 mmol/l. The customer agreed to return the insulin pump for analysis.